Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt was admitted to the hospital with hyperglycemia and diabetic ketoacidosis. The infusion set was changed the day prior to an appointment, and hyperglycemia was detected during a hospital glucose test. The physician discovered there was no cannula on the infusion headset and reported this led to the diabetic ketoacidosis. The infusion set was requested for eval. No add'l info was provided.